Event description:
It was reported that the zimmer skin graft mesher damaged the skin grafts and comb was bent. Additional clinical follow up with the hospital indicated the zimmer skin graft mesher was noted to have made just slits in an "apligraf". The graft was also described as looking "shredded". The apligraf was used to cover the planned wound site after the surgeon completed the desired fenestration of the apligraf. There was a 15 minute increase in surgical procedure time due to surgeon's additional preparation of the apligraf. There was no report of harm or medical/surgical intervention required.

Manufacturer narrative:
The time was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.